Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump turned off which was reproduced during evaluation. The reported pump turned off was verified through a review of the event history log and found during a visual inspection to be caused by depressed battery pins on the rear case due to dried fluid residue. The residue was cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input in the intensive care unit. There was no patient involvement. No additional information is available.